Event description:
It was reported that an increase in capture thresholds and decrease in sensing measurements were observed. The lead impedance remained stable during isometric testing and no noise was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.